Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, a non-sustained right ventricular oversensing episode was observed. Review of the episode indicated that pseduo pseudofusion was present. The patient also experienced mode switching episodes due to competitive atrial pacing episodes. The suggested programming considerations were discussed but not completed. The patient will continue to be monitored. The patient was still asymptomatic.